Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator. Programming changes were recommended. There were no patient consequences.

Event description:
New information notes myopotential oversensing was also observed in addition to post paced t wave oversensing. Programming changes were made. There were no patient consequences.